Event description:
It was reported that the patient had claimed the pump was "not staying put and was pressing into their ribcage and moving around, even after additional surgery to anchor the pump down secure.¿ it was reported that it had resulted in an explant. No diagnostic testing or troubleshooting was performed. The patient symptom associated with the event was pain located at the device pocket. It was reported that the patient was put on oral pain medication and the pump medications were replaced with preservative free saline. The patient status at the time of the report was stated as "alive-no injury". It was further reported that no diagnostic studies were performed to determine the issue, and the cause of the issue was unknown. It was noted that when the pump was explanted, the pump was ¿right side up and sutures were intact¿. It was also noted that the pump was implanted "a little higher up toward the rib cage but not abnormal". It was again reported that the patient complained it had ¿migrated/dislodged.¿ it was reported that the patient was ¿doing fine now¿ and had been taking oral opioids to control the pain. It was also stated that the patient¿s healthcare professional (hcp) who managed the patient's pump in the past reported that the patient "had not been truthful". The hcp stated that the patient was not getting sufficient pain relief with oral opioids, thus the pump was implanted, and patient was taken off oral medications. It was noted that it was later discovered that the patient had been prescribed oral opioids from another hcp in addition to having hydromorphone in the pump. The hcp took the patient off the oral opioids and continued the therapy with the pump. It was further stated that the patient had again obtained additional opioids from another hcp, thus the hcp managing the pump replaced the pump medication with saline and discharged the patient from the practice.

Event description:
While talking to the patient on the day of explant, the patient mentioned that they had an additional surgery to keep the pump from moving around. The representative reported that this ¿additional surgery¿ had taken place on (B)(6) 2012. Notes on the chart stated a ¿capsule sheath¿ was added to prevent the pump from migrating along the iliac crest.

Manufacturer narrative:
Product ID 8709sc, lot# n189565006, implanted: 2009 (B)(6) , explanted: 2013 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).